Manufacturer narrative:
(B)(4). It was reported that the patient was re-hospitalized, one month after the initial onset of the peritonitis, for abdominal pain (manifestation of peritonitis). Four days after the patient was hospitalized, the patient died due to aspiration pneumonia. It was not reported if an autopsy was performed. The patient was still recovering from peritonitis at the time of the death. If further relevant information becomes available, a follow-up report will be submitted.

Event description:
It was reported the transfer set was disconnected, which caused peritonitis manifested by fever, abdominal pain and cloudy effluent. The patient was hospitalized for peritonitis. Retraining was started and instructions were given on proper care for the transfer set and proper aseptic technique during peritoneal dialysis (pd) therapy. The patient was treated with ciprofloxacin and vancomycin (doses, frequencies, and routes not reported) for the peritonitis. The outcome of the peritonitis was not reported. Additional information was requested but was not available at this time.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error described as the patient reconnected the transfer set to a non-baxter adapter after experiencing a disconnection. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). At this time, a sample is not available and the exact product code and lot number is unknown. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The disconnection was clarified to have occurred while the patient's relative was dressing the exit site and accidentally loosened the connection between the transfer set and the non-baxter plastic adapter, causing a disconnection. There was no damage noted to the threads of the adapter that would have caused or contributed to the disconnection. The transfer set was taped to the patient when not in use. The exact product code, lot number and sample were not available. Following the disconnection, the patient reconnected the transfer set to the adapter. The patient and relative were re-trained. Three weeks after the onset of peritonitis, the patient was still continuing antibiotic treatment with amikacin, 12.5 mg/liter of pd solution.